Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Patient was revised to address poly wear. Doi: 1997 dor: (B)(6) 2014 (right hip). The device associated with this report was not returned. A review of the device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. X-rays were obtained and reviewed by engineering. The x-ray examination appears to confirm this report but does not verify or identify any product error regarding the reported event. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.